Event description:
A surgeon reported a pt who experienced claustrophobia during intraocular lens (iol) implant surgery. He stated postoperatively the pt has mild glare which is due to the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).